Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. A follow up identified a type 3a endoleak and the physician elected to implant two suprarenal aortic extensions to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, base on the information received, the clinical evaluation was able to confirm the reported type 3a endoleak. There was also evidence to show previous coiling of the inferior mesenteric artery, a partial crown separation, dilation of the proximal extension, and dilation of the main body stent. The clinical evaluation additionally identified the following contributing factors to the reported event; partial crown separation, dilation of the proximal extension, type 3b endoleak of the proximal extension, dilation of the main body stent, and lateral movement of the cuff. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.